Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized. On 09/05/2015 her blood glucose level went down to 30 mg/dl. She treated her blood glucose with a glucagon shot but it only went up to 60 mg/dl. Later that week her blood glucose went up to 540 mg/dl. She was nauseous. The customer decided to take her insulin pump off and went to the hospital. She was admitted for at least 9 days. The customer went through 4 vials of insulin since training. The customer's boyfriend reported that she did not realize she was still connected to the insulin pump and did not prime correctly. She was then sick with the flu and her blood glucose level was increasing. The device was not returned.